Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The patient effect of death, as listed in the two graftmaster instructions for use, is a known patient effect that may be associated with the use of jostent coronary stent graft in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a coronary artery intervention a perforation occurred in the left anterior descending coronary artery. A graftmaster was advanced, but was unable to reach the perforation due to anatomy. Cardiopulmonary resuscitation (CPR) was started, but approximately 20 minutes later, the patient expired. There was no additional information provided.